Manufacturer narrative:
The event occurred in (B)(6). This medwatch is for the compact plus system. Reference medwatch with patient identifier (B)(6) for the mobile system.

Event description:
Reporter stated that customer received the following results on 2 different meters within 1 minute: 1. 27.4 mmol/l (mobile system) and 6.5 mmol/l (compact plus system) 2. Hi (result >33.3 mmol/l), 32.6 mmol/l (mobile system) and 10.5 mmol/l (compact plus system) sets of readings were taken on different days. No actions taken based on device results. No adverse event due to the device reported. The manufacturer requested return of suspect product for evaluation.